Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and not calcified vessel in the upper limb. A 4.00mmx1.5cmx140cm small peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon fifth inflation at 6 atmospheres and a pinhole was noted. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.